Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure to check that all tubing clamps are open/ check the settings for flow and pressure/ check the tubing for pinches, kinks, or blockages/ check that the tubing seats correctly over the rollers/ verify use of high-flow cannulas. Ref: dfu-0257-1 arthrex cont. Wave 4 set-up and oper.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a distributor reported via (B)(4) that an ar-6485 synergy cw4 pump encountered pressure issues during shoulder surgery. While turning the pressure down to 20 mmhg and ensuring it was on the shoulder setting, they ran into high-pressure field-related issues. Support will troubleshoot to resolve the issue. No patient was affected.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided by the surgeon on 07/29/2025, where it was stated that this event occurred during a rotator cuff repair procedure. The pump was being used on the shoulder setting, however the pressure seemed very high. The pressures were dropped down to 20 mmhg, but the patient¿s shoulder was still swollen and water was forcefully coming out of the cannulas while going in and out during the procedure.